Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he was hospitalized. The customer states that the insulin pump was not working and he is now in the hospital. The customer blood glucose level at the time of the hospitalization was 600 mg/dl. Diabetes ketoacidosis was the cause of the hospitalization, which led to the customer being admitted. Troubleshooting was declined by the customer. The insulin pump will be returned and replaced for the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.